Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
There were no returns from the customer site for this evaluation. The customer did not perform any troubleshooting for this one barcode label misread issue. The customer stated that they had no prior nor subsequent barcode reader issues since this one isolated event. No deficiency of the barcode scanner was identified. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The abbott prism operations manual contains information to address the current customer issue. The customer was informed of the specifications required for printing their own barcode labels for use with the prism system. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. This was an isolated event.

Event description:
The customer reports that they were notified of a prism analyzer barcode misread on one plasmapheresis donor sample that occurred on (B)(6) 2014. The sample barcode was read as (B)(6), but the correct identification was (B)(6). No instrument error codes were generated. The testing results were released with the incorrect sample identification. There is no report of any adverse impact to donor/recipient due to this issue. The sample and attached barcode are no longer available for investigation. The customer reports that there have been no further barcode misreads since this single occurrence.